Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after an unknown procedure, leakage occurred. Reoperation was required for the patient. No further details known. The customer disposed of the device. Additional information. The device was used for the emphysematous bullae procedure on (B)(6) 2011. The device was fired on lung parenchyma and the operation was completed without any problem. The patient had an excellent prognosis and the patient was discharged on (B)(6) 2011 as scheduled. About (B)(6) after the surgery, the patient was visited the hospital for symptom of pneumothorax. When CT scan was performed, the doctor doubted air leak occurred from near staple line and reoperation was performed on (B)(6) 2011. During the reoperation, the doctor confirmed that the tissue around staple line was conglutinated properly and no leak was found on the staple line. In addition, air leak occurred from other place different from the echelon's staple line. The doctor commented the root cause of the leak was related to the patient previous history and the device had no relation."